Manufacturer narrative:
There was no indication that the customer reported complication of pneumothorax was related to a product issue.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. No other information was available at the time of the report. Multiple attempts have been made to contact the reporter; however, no response has been received.